Manufacturer narrative:
The reported event of catheter insertion difficulty could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported insertion difficulty and subsequent delay could not be conclusively determined.

Event description:
Related manufacturing ref: 3005334138-2020-00279. During a procedure, there was difficulty inserting the catheter through a sl1 introducer. The introducer was replaced with another sl1 sheath with no resolution. An sl0 sheath was then used, causing a delay in the procedure. The procedure was able to be completed with no adverse consequences to the patient.